Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The child's teacher noticed that the child was no longer hearing with the left side device. There is no specific incident of trauma reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The child's teacher noticed that the child was no longer hearing with the left side device. There is no specific incident of trauma reported, however the child is reported to be very active. The user has been re-implanted.